Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per medical records review, about 11 months post implant of perfix plug, patient was diagnosed with adhesions, inflammation and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and inflammation as possible complications. This emdr represents perfix plug (device #2). An additional supplemental emdr was submitted to represent kugel patch (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: (B)(6) 2006 - patient was diagnosed with reducible left inguinal hernia thereby underwent open repair with implant of kugel patch (device #1) and perfix plug(device #2) . Per operative notes, ¿there was a large direct defect encompassing the entire floor of the inguinal canal. A kugel patch (device #1) was placed in the preperitoneal space, and the repair was reinforced with a keyhole mesh (perfix plug ¿ device #2) laid across transversalis fascia. The mesh was secured laterally to the shelving edge of the inguinal ligament and medially to the conjoined tendon.¿ (B)(6) 2007 - patient was diagnosed with chronic left inguinal pain thereby underwent open repair with removal of mesh (device #1 & #2). Per operative notes, ¿ the previously placed mesh (device #1, #2) was densely adherent to the preperitoneal tissues and had mediated a dense inflammatory reaction along the entire length of the inguinal floor. This was dissected free and separated the mesh off the underlying fatty tissue. The mesh was removed completely from the peritoneal space.¿ attorney alleges that the patient had adhesions, pain, nerve damage and hernia recurrence.